Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of abnormal graphics appearing on the display screen, there was a disturbed display and external video graphics array and it was determined that the microprocessing unit (mpu) board was defective. It was additionally noted that no stylus was returned with the programmer, the power cord bay was damaged, the touch screen was out of calibration and the bezel had minor damage (considered acceptable). The mpu board, power cord bay and stylus were replaced, the touch screen parameters were reset, the touch screen was calibrated, new software was installed and the device was cleaned. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was turned on "abnormal graphics" appeared on the screen and the programmer could not be used. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.